Manufacturer narrative:
Failure analysis: both fiber caps detached; the fiber is broken proximal to fusion zone. The glass cap and metal cap were returned. The glass cap is still attached to metal cap from glue zone. The metal and glass cap region are burnt as a result of detritus build up; the glass cap exhibits char and devitrification. The fiber/cap conditions would result in forward-firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a procedure, the fiber cap detached inside the cystoscope. A second fiber was used to complete the case. "No damage to the pt".